Event description:
It was reported that the right atrial (ra) lead exhibited a low amplitude (0.5 mv). The ra lead remained in service. There were no reported patient adverse effects. Related FDA medwatch # mw5119749.